Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had shorter than expected longevity estimate and historically high left ventricular (lv) lead outputs. The device and lead remain in use. No patient complications have been reported as a result of this event.